Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following a new implant, the patient's atrial lead dislodged the next day. There was no sensing and no capture on the atrial lead. The lead was repositioned successfully. The patient was stable.